Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation,since the reported malfunction could not be confirmed, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image and the octagonal image became snow noisy. The issue was identified after completion of a diagnostic procedure. There were no reports of patient harm.